Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: investigation summary: the device model v-365 was analyzed by our quality assurance dept. The reported field event of difficulties removing the is-1 portion of the rv lead from the devices header was not reproducible in the laboratory. Visual inspection of the device header was performed under magnification and body fluid stains were identified in and around the header. All septa appeared to be damaged. Add'l analysis of the device header identified that the rv-tip set screw was not received. After the rv-tip septum was removed and replaced with an rv set screw, the set screws tightened the test leads successfully. All other set screws were within the product spec. A complete analysis could not be performed due to the rv-tip set screw not being received.

Event description:
It was reported that during a device change out for normal eri, the is-1 portion of the rv lead was difficult to remove from the header. The physician had to completely remove the lead. This device was replaced.